Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient went on a cruise and wore a lanyard that had magnets on it. Since the cruise, his therapeutic effect has been intermittent. All impedances were within range and green but the tremor is still present. It was also noted that the patient falls regularly. The healthcare professional made some adjustments and the patient is getting relief. The patient was advised to monitor their symptoms going forward. No further complications were reported/anticipated.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported reprogramming did not re-establish the same tremor control as prior to stimulation shutting off during the consumer¿s cruise, but the consumer was getting some benefit. The rep. Didn¿t know how long therapy was turned off for on the cruise before it was turned back on by the consumer. The consumer¿s right side of the body had not been affected by these events and therapy was the same. The consumer was no longer getting any shocking. A recent impedance check by the managing healthcare provider (hcp) showed c/2=3,228 and c/3=2,247. The rep thought that impedances for electrodes 8 through 11 (for the left side of the body) were in the normal range, but they didn¿t know for sure and were going to follow-up and review possible imaging with the hcp. No further complications were anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they were about to meet with the patient. They noted that the shocking sensation previously reported has not been brought up since and the change in therapy appears to be independent of postural changes. They were not aware that the impedances had been checked at 3v. The physician mentioned they were able to increase stimulation beyond patient receiving therapy to the point where side effects were noted. The manufacturer representative (rep) reviewed recharging history previously and did not see any lapse or gaps in recharging and believed the patient has been diligent about charging. The patient is very stationary at this point. Troubleshooting included reviewing the following: impedances, recharging history, asking if the ins has turned off since initial reported event, electronic bracelet compatibility and that this would have been unlikely to turn ins off and ins should have only turned off it was depleted, physician may need to continue to examine patient for possible disease progression and/or "rebound" effect if the patient's symptoms have returned worse than before the stimulation being off and the rep mentioned they may suggest x-rays to the physician.

Manufacturer narrative:
Correction to show all of new information.

Event description:
Additional information was received: it was reported the rep saw the patient in a follow up and they continued to have issues with recurrent left side tremors. No recent electrical sensations shooting down the arm though. Impedances were detected as out of range for monopolar 3 and 2, but in bipolar settings; normal impedances across the board. The patient with clinical response with all active electrodes with left sided neck and facial dystonia without resolution of the tremor. The rep couldn't explain why the patient¿s previously stable settings precipitously worsened during their cruise. The most recent response from the doctor was that contact 3 monopolar impedances were 3228 and contact 2 monopolar impedances were 2347 after measuring in the default setting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-jan-14 from a manufacturer representative (rep). It was reported that the cause of the falls was due to poor balance. Actions/interventions taken to resolve the falls was reminding the patient to use their walker. The patient's tremors have been intermittent since the last office visit. The voltage was increased during the follow-up office visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the most recent response from the doctor was that contact 3 monopolar impedances were 3228, and contact 2 monopolar impedances were 2347 after measuring in the default setting.